Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during a recanalization procedure through right common femoral artery, the guidewire was allegedly broken. It was further reported that the broken guidewire tip was removed by open surgical patch angioplasty. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: an angled guidewire was returned for evaluation and physically investigated. A catheter was not returned for investigation. The guidewire was broken at 15 cm distance from the tip of the guidewire. The reported break of the guidewire can be confirmed. The user provided radiology images and information were reviewed. The provided radiology images show in patients anatomy steep bifurcation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 05/2024), g3. H11: g1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure through right common femoral artery, the guidewire was allegedly broken. It was further reported that the broken guidewire tip was removed by open surgical patch angioplasty. The current status of the patient is unknown.

Event description:
It was reported that during a recanalization procedure through right common femoral artery, the guidewire was allegedly broken. It was further reported that the broken guidewire tip was removed by open surgical patch angioplasty. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The catheter showed full functionality and no deficiencies. After opening the catheter, abrasion on the inner side of the helix was seen close to the catheter head. An angled guidewire was returned for evaluation and physically investigated. The guidewire was broken at 15 cm distance from the tip of the guidewire. The reported break of the guidewire can be confirmed. The user provided radiology images and a gave response to questions regarding the intervention. This information was reviewed. The radiology images show a steep bifurcation as well as a tortuous arterial anatomy in the treated area. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 05/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.